Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and the pinnacle pelvic floor repair kit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior & posterior colporrhaphy, enterocele repair, lso, bilateral sacrospinous colpopexy and vaginal paravaginal colpopexy, cystourethroscopy, excision anal skin tag, and right labial biopsy ; due to sui, massive cystocele, rectocele, enterocele, and anal skin tag. It was reported that the patient underwent mesh revision on (B)(6) 2011; and anterior and posterior colporrhaphy due to mesh extrusion.

Manufacturer narrative:
It was reported that the patient had two other mesh implants, manufactured by boston scientific. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention and infection.

Event description:
It was reported that following insertion the patient experienced urinary retention and infection.